Event description:
Facility reports during orif of right forearm, the small battery drive did not function. It is reported a spare device was used to complete the procedure with no further problem, no delay in procedure, and no reported harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes lot number is 5133658.

Manufacturer narrative:
Investigation coordinated by (B)(4). The customer's complaint of not working was not confirmed. The small battery drive was evaluated and the device functioned when power was applied. The customer's complaint could not be duplicated.